Manufacturer narrative:
The device was received fully deployed. The pink slide insert was visible in the viewing window. Inspection of the needle mechanism found no damages or defects that could result in a needle mechanism failure. The bottom housing cannula window and e-seal were checked for damages and no issues were observed. The downloaded data shows that the device completed the priming sequences and operated until it was deactivated at pulse 372. The needle mechanism was manually reset and functioned as intended through manual rotation of the ratchet gear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 4 and 24 hours on the abdomen. It was noted that the pink slide did not move forward, but the cannula was visible; indicating a needle mechanism failure. Hyperglycemia treated with a new pod and correctional bolus.